Event description:
During service the manufacturer's field service engineer reported the backup battery failed testing. There was no patient involvement.

Manufacturer narrative:
Additional information received on 02/03/2017, this power supply was tested and no faults were identified.